Event description:
X-ray detected a broken implanted left trochanteric nail. Revision surgery explanted hardware, re-osteotomised and held with blade plate. Pt status; fine, new hardware intact to date.